Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment/slda appears to be due to tissue injury. A cause for the reported tissue injury could not be determined. The reported additional treatment was a result of case-specific circumstances. The reported poor imaging appears to be due to a combination of procedural circumstances and challenging patient anatomy. Additionally, the reported patient effect of tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage and medical intervention it was reported that this was a combination mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted calcified annulus and poor imaging due to shadowing of the steerable guide catheter and the patient¿s anatomy. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda) due to chordae rupturing. A second clip was deployed for additional treatment. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.